Event description:
Received report of three separate incidents of complete tubing separations on the same pt. The pt was intubated one day before event, and had a right radial arterial line placed. On event date, while the clinician was at the bedside, it was noted that the arterial line tubing was completely separated at the first port proximal to the pt. The tubing was immediately clamped, and minimal blood loss was reported. There was no reported need for blood levels to be checked. The arterial site remained intact. The tubing was changed and the line was patent. Thirty minutes later, the clinician at the bedside noted a complete separation of the new tubing. This time, the separation occurred at the flushing port connector. The tubing was immediately clamped and there was minimal blood loss. There was no reported need for blood levels to be checked. The arterial site remained patent, and the tubing was again replaced. Two days post event, while the pt was being transported to CT, the clinician noted a complete separation of the tubing at the aspiratin port. The tubing was immediately clamped with minimal blood loss. There was no reported need for blood levels to be checked. The arterial site remained patent, and the tubing was changed with no further problems. There was no report of adverse pt effect. Additional pt info was requested, but no further info was available.